Event description:
It was reported that the right ventricular (rv) lead had increased thresholds and diminished rwaves only two weeks after implant. The physician attempted to reposition the lead twice, but was not satisfied with the peak-to-peak electrogram. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.